Event description:
It was reported that a particular tracer screen which, when called, first brings up the previous patient's data. This tracer screen is used in certain optional quantitative calculations that yield normalized uptake values from which a physician may make a diagnosis. It was also reported that when a pet stand-alone scan is called from the CT screen, the wrong date may appear in the pet tracer screen, which could also potentially affect uptake values. No injuries or other adverse events were reported.